Event description:
It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed the day before. According to the complainant, during preparation for the procedure, the prolieve catheter would not fill and was leaking. There was no confirmation of a corresponding water system error message. The procedure was successfully completed with another prolieve thermodilation kit. There was no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.